Manufacturer narrative:
Product event summary: at incoming inspection the stylus calibration failed and it was determined that the stylus needed to be replaced and it was additionally noted that an error was found in the software history. The stylus was replaced, new software was installed, the device was cleaned and it then passed its electrical safety test and all final functional and systems tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.